Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for 3 minutes and 44 seconds from 14:37pm on (B)(6) 2020, which is sufficient time to replace the reagent; and the station properties were reset at 14:41pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=50.6%, cycle=173, cassettes= 9560 and days=107. The reagent in bottle 10 (ethanol) was used for the final dehydration step in the following protocols following reagent replacement on (B)(6) 2020: the "3 hr run" protocol started in retort a at 18:21pm on 06 november 2020. The "4 hr run" protocol started in retort b at 19:26pm on 06 november 2020; the "3 hr run" protocol started in retort a at 23:17pm on 06 november 2020; the "6 hr run" protocol started in retort b at 06:24am on 07 november 2020; the "6 hr run" protocol started in retort a at 12:31pm on 09 november 2020; the "6 hr run" protocol started in retort b at 19:09pm on 09 november 2020; and the "4 hr run" protocol started in retort a at 19:24pm on 09 november 2020. The variance between the ethanol concentration of 74.7% measured by the fss using a hydrometer on 10 november 2020 and that calculated by the instrument software of 99.5% indicates that a use error occurred during replacement of the reagent in bottle 10. A user affirmed in the instrument software that the ethanol concentration in bottle 10 was to be set to the default value of 100% at 14:41pm on 06 november 2020. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had an ethanol concentration of 74.4% due to the use error, was used for the final dehydration step of was used for the seven (7) protocols detailed above. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 14:41pm on 06 november 2020 during manual replacement of the reagent in bottle 10 (ethanol). Specifically, the ethanol concentration in bottle 10 measured by the assigned leica applications specialist using a hydrometer was 74.4% and that calculated by the instrument software was 99.5%. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning, "always change reagents when prompted. Always update station details correctly. Never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number: (B)(4), and the following information was documented, "customer reported poor processing with water visible in the sectioning. Amorphous nuclei staining. Chromatin not visible. They observed that an incorrect bottle change had occurred [sic] on the peloris 2." On 11 november 2020, the assigned leica applications specialist-core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 10, in which the measured ethanol concentration was 74.4% and the calculated concentration 99.5%. The fss documented the following: "slides were reviewed multiple slides appeared to have tissue that had "exploded" on waterbath, and many of the tissue block were reported as being "soft" in the center and amorphous nuclei staining with h&e. Water also appeared to be present in the tissue. May have been erroneously believed [sic] to be folds the previous [sic] day) customer asked for guidance regarding reprocessing. They were advised that no formal recommendation could be made, however I provided information from the IFU and document 'difficult blocks and reprocessing.' I advised customer it may be best to follow any standard procedures they have internally, but that we could not provide official direction." The fss replaced the reagent in bottle 10 with 100% ethanol and reset the concentration in the software to 100%; replaced the reagent in bottles 11 (xylene), 12 (xylene), 13 (xylene) and 14 (xylene) due to potential water contamination; and replaced the reagent in bottle 15 (cleaning xylene) and 16 (cleaning ethanol) due to the reagent bottles being hashed out by the instrument software. The fss offered to provide user training, which was duly completed on 13 november 2020. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from six (6) processing runs executed in either retort a or b using the "3 hr run", "4 hr run" or the 6 hr run" protocols. The tissue type(s) and size(s) of the samples exhibiting sub-optimal tissue processing were detailed as "derm biopsy, lymph node, lung biopsy" and "various" respectively. On 14 november 2020, leica biosystems (B)(4) received information from the assigned leica applications specialist-core histology that: "at least one patient could not be diagnosed"; and re-biopsy had not been performed. On 18 november 2020, leica biosystems (B)(4) received the following information from the assigned leica applications specialist-core histology: "no updates on the identifier information for the undiagnosed cases. Customer may have an update tomorrow. I will keep you apprised." On 08 december 2020, the leica applications specialist-core histology received the following information from the complainant by email in relation to the patient information, "I cannot give you patient stats but I will find out how many cases we had."